Event description:
It was reported that spectrum pump alarmed for upstream occlusion while on pt. The customer reported that no injury occurred.

Manufacturer narrative:
(B)(4). The pump was received by baxter and the reported upstream occlusion alarm could not be reproduced. The pump is within specification in relation to this symptom. The unit was tested for 24 hours using parameters found in the history log with no occurrence of an upstream occlusion alarm. Upstream occlusion/air sensor testing was performed with the unit passing, and the pump also passed the upstream occlusion test per the spectrum service manual as well as additional upstream occlusion tests.